Manufacturer narrative:
The device has not been received for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.